Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx delivery system was used in the biliary duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the guide catheter detached and was removed with forceps. The procedure was completed using another naviflex delivery system. There were no patient complications reported as a result of this event.